Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the reservoir leaked past both o-rings into the insulin pump's reservoir compartment. Customer's blood glucose level was not reported. The insulin pump alarmed no delivery and motor error. The customer was advised that the device would be replaced and agreed to return the product for analysis.